Manufacturer narrative:
Additional information: the returned screw was examined. One side of the tulip was found to have fractured off. The cause is likely attributed to a misalignment between the tulip and the mating closure top of the tulip and the mating rod. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screw tulip broke apart during surgery. The screw was previously implanted and was being manipulated during a revision surgery when it broke. It was removed and replaced with an alternative screw. There were no known patient impacts associated with this event.